Manufacturer narrative:
Correction: g4. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis: the pump was returned cut so a hemolysis test could not be performed. Data logs showed suction alarms occurring at the time hemolysis was reported. At this time, placement signal was trending down slightly, but there were no motor current spikes to indicate the biomaterial observed in investigation was ingested during the case. The cause of the hemolysis was not determined due to insufficient clinical details and insufficient product was returned, leading to insufficient testing. Pump suction/low pump flow: data log review at this time revealed that there were suction alarms triggered and pump flows on the lower end at p-1. Suction alarms were triggered during this time as there was a lack of motor current (mc) pulsatility, but no spikes in motor current were seen. The p-level is increased to p-4 but flows of almost 0l/min remained. There weren't any abnormalities in the placement signal at this time, or signatures of a clot ingestion. In physical product investigation, a kink was observed on the cannula near the motor housing and biomaterial was observed around the impeller. The cause of the suction and low pump flow was most likely the cannula kink, because the cannula likely folded when the pump was readjusted and pulled back, which is what led to the suction alarms and flows of 0l/min. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had hemolysis concerns, and arrythmia. The pump had continuous suction with flows of zero the patient was anticoagulated and there was no evidence of clot. The pump was exchanged for a 5.5. The 5.5 was successfully placed and the patient survived.